Event description:
I recently was diagnosed with asthma and think it's possible that it has to do with my CPAP machine that is being recalled (philips dreamstation). I never had any lung issues before this past year. I am still using the machine because they do not have a replacement for me yet. I tried not to sleep with it and it causes headaches and extreme fatigue when I don't use it. I was put on an inhaler this week. Again I'm not sure if this is what caused the issue but it might be. FDA safety report ID# (B)(4).